Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a spinal arthroplasty (prodisc) implant surgical procedure, it was observed that the electric pen drive device stopped working. According to the report, the device was not turning on when the hand switch or the foot pedal was depressed. The reporter stated that the user attempted to get the device working, but the device was not responding. The reporter stated that per technique guide for keel preparation there are two options, milling and chiseling. The reporter stated that the milling for keel preparation of the vertebral bodies was not performed and the surgeon was ¿frustrated¿. The reporter stated that chiseling for keel preparation of the vertebral bodies was successfully performed. It was reported that the implant was successfully inserted to c6-c7 and the case was completed. There were no delays to the surgical procedure. It was not reported if a spare device was not available for use. The surgery was completed successfully. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device ran for a while but then stopped working. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.